Manufacturer narrative:
Additional information was received indicating that the event occurred during testing; there was no patient involvement. Device evaluation: one device was returned. The device was received with all labels still intact. Visual inspection, non-OEM power cord and battery present. The top case was chipped on the left corner. As a result of checking the log, it revealed force sensor test. Based on evidence and investigation, the complaint allegation was determined to be due to the force sensor out of calibration from normal wear and use. There was no visible damage to force sensor. Device will be placed in quarantine due to non-OEM power cord and battery present.

Event description:
Information was received indicating that a smiths medical medfusion pump exhibited system failure sensor test. No adverse effects were reported.